Event description:
It was reported that the 9800 system had poor image quality and the auto button would not stay on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was adjusted and the software was re-installed during the service call. The system was tested, and found to be working as intended, and put back into service.